Manufacturer narrative:
This report is submitted on june 7, 2022.

Event description:
Per the clinic, the patient experienced a magnet displacement post an MRI. The magnet was replaced on (B)(6) 2022.